Manufacturer narrative:
Additional repairs outside the recall repair were addressed. The device was repaired, retested, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp bezel post recall 2017- 12/27/2018 10:38:45 jeannette kenefick (jkenefic) contact: james wienke - biomed 608-256-1901 x 17040 james.wienke@va.gov 04/02/2019 12:04:20 monica a bennett (mabennet) *****new point of contact***** mark russell biomed 608-280-7053 mark.russell@va.gov 07/02/2019 13:25:40 kameran heyward (kheyward) recall point of contact: robert wadsworth biomed/608-256-1901 ext. 11177/robert.wadsworth@va.gov 07/15/2019 13:32:27 clelia flores (clflores) est mjr 07/19/2019 13:19:22 lauryne wasan (lwasan) npi confirmed updated from rcl to mjr for the major repairs needed per clelia flores, service tech. Repair approved by robert wadsworth, biomed, at robert.wadsworth@va.gov for $365. Use new po# 695-m92325. Please charge repairs to customer's credit card, confirmed by nathanael buschmann at 608.256.1901 ext 11177. Visa // token: -e803-7584-0z319w3ee7ek3n // exp 12/22 // nathanael buschman 07/23/2019 06:20:16 annette a mendez (amendez) 1001901763470005370500102839917957 11/01/2019 13:58:55 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.